Event description:
Reportedly, while using, a gauze of tip of the instrument disengaged and fell into the patient cavity. It was immediately retrieved. Used another instrument. No damage to the patient. Sex: unknown. Procedure: lap chole.